Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00015 on (B)(4) 2011. Updated 05/09/2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of 99.4% for the immulite systems toxoplasma quantitative igg assay.

Event description:
Discordant high toxoplasma igg (txp) results were obtained on an immulite 2000 with five (5) of six (6) samples drawn from two (2) patients using txp reagent lot 361. The six patient samples were collected in october, november, and december of 2010. The october samples for each patient initially tested negative with another lot of txp reagent. An external lab confirmed that five (5) of the six (6 ) samples are negative for toxoplasma igg, igm and iga. The discordant results were not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
There are no known reports of system problems. The instrument is performing within specifications. No further evaluation of the device is required at this time.